Event description:
Boston scientific received information that during a procedure with another manufacturer to replace this implantable cardioverter defibrillator (ICD), the set screws were noted to be stuck and unable to be loosened to remove the right ventricular (rv) lead. It was reported that a torque wrench had been broken off in both df ports. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The local area sales representative was contacted for additional information, however, no further information was available. The status of this product is unknown at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the rv and right atrial (ra) leads were unable to be removed from the device header and the leads were cut and surgically abandoned. The device was explanted. Additionally, it was reported that the ICD had been non-functional for an unknown period of time.

Event description:
--

Manufacturer narrative:
--